Event description:
It was reported during a trial procedure, the physician was unable to place a needle into the patient's epidural space. The physician attempted for approximately 30 - 45 minutes; however, the patient didn't have enough space to thread the needle. The physician opted to abort the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.